Manufacturer narrative:
A review of complaint history identified one previous complaint associated with leaking tubing for lot number 2503033. Review of the certificate of conformance confirmed that (B)(4) units were manufactured within the lot. Evaluation of the image provided by the end user confirmed leakage originating from the bottom of the drip chamber. The affected administration set was received by intuvie on 04/22/2026 and will be forwarded to the contract manufacturer for further investigation. A supplier corrective action request (scar) was opened to investigate the reported issue and remains under investigation. Similar leaking tubing events are also being evaluated under an active CAPA investigation. Refer to (B)(4).

Event description:
Additional reports of leaking IV tubing were identified involving administration set lot number 2503033. The reported leak was observed from the tubing line below the drip chamber. Photographs documenting the reported condition were provided for evaluation. The issue was reported to be occurring with increased frequency. No patient involvement or adverse event was reported.